Event description:
The customer reported via phone call that they had excessive no delivery alarms. The customer's blood glucose was 413 mg/dl. Customer attempted to treat their blood glucose with the insulin pump, but a no delivery alarm occurred. The customer stated the alarm would occur during bolus deliveries. Troubleshooting found insulin was able to exit during a fixed prime and the insulin pump alarmed no delivery. It was also found insulin was unable to exit with a plunger push and there was greater resistance than normal. Customer was also advised their reservoir/infusion set connection may be severed. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.